Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a pt (gender unknown), the electrodes lifted off of the pt while performing CPR on the CPR-puck. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.